Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 251mg/dl. A system check was performed and the occlusion was found to be within the cartridge. During a follow-up, it was reported a supply change was performed resolving the occlusion alarm and a correction bolus was delivered lowering the customer's bg level to 160mg/dl.